Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead was stretched.

Event description:
It was reported that the patient had twiddler's syndrome. It was also noted that the lead had an apparent conductor fracture and the helix would not retract due to "knotting" of the lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.